Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty forced sensor resistor. Unable to confirm prime/fill anomaly due to motor error alarm. Pump passed displacement test, self-test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was stuck in the preparing to prime loop. Customer's blood glucose was 4.0 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced.